Event description:
It was reported that a physician was attempting to use a 3.5mm diameter x 34mm length resolute integrity drug eluting stent to treat a lesion in a patient located in the cx with 80% stenosis and calcification present. It was reported that the lesion was pre-dilated and after several attempts of stent positioning, the physician was not able to reach the lesion. Some residence was noted while advancing the stent to the lesion. The device was pulled back and it was noted that one of the stent struts was deformed. The lesion was successfully treated with another resolute integrity stent. No patient injury or clinical sequelae were reported. Device evaluation: the distal tip was slightly damaged. A number of struts on the 8th, 9th and 10th distal segments were raised and damaged. A number of struts on the 11th and 12th proximal segments were deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis with calcification). Deformation problem. Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 80% stenosis with calcification). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).